Event description:
A customer reported that when the doctor pressed the foot pedal, after about 10 seconds, it would stop cutting during a vitrectomy procedure. The doctor was able to complete the case by pressing the foot pedal every 10 seconds to restart the cutter. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).